Manufacturer narrative:
Correction: d, h. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be duplicated. We search in the alarm/events log and found a few alarms 0011, 0009, 0050, 0051 and error 0015. All these errors are temperature related. We tested the patient temp in connector and no problems found. Customer didn't send there own patient temp in cable so we couldn't test this (advice to replace it to be sure this isn't the cause of the problems) . Also we don't no which probe they use. So my advice is when this happens again they immediately contact sales rep. Wayne graham to check if it is a user or probe or device issue. Functional test, temp in connector testing, calibration, electrical safety test. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touchscreen was not always functioning in an arctic sun device, allegedly problems with flow or temperature noticed. Per review of wo on 22oct2025, device was used on patient and no impact reported. Per follow up information received via mail on 29oct2025, device would be sent to task management depot for repair. Device has not been serviced yet. Patient could complete therapy on original device.

Event description:
It was reported that the touchscreen was not always functioning in an arctic sun device. Allegedly problems with flow or temperature noticed. Per review of wo on 22oct2025, device was used on patient and no impact reported.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.